Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was implanted in (B)(6) 2008 and dislocated at some point following the surgery. During an attempt to remove the iol in (B)(6) 2015, the posterior capsule tore and the patient was left aphakic. The lens was not removed. The patient was referred to a retina specialist for further evaluation. Additional information was provided by a surgeon that the lens fell into the vitreous.